Manufacturer narrative:
Object obstructing movement of caster.

Event description:
It was reported by service report that the head right caster was locked up and would not roll. No pt involvement or adverse consequences are reported.